Event description:
Procedure: low anterior resection. According to the reporter: after firing the device, the knife got stuck half way and the lower part of the cartridge was bent. This resulted in the device not fully firing and open staples in the abdominal cavity. The stapler did cut the tissue and there was unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).